Event description:
Manufacturer was informed of the following event through the abstract of local seminar. The perceval valve pvs21 valve was implanted in a patient at unknown date. After the surgery, thrombocytopenia was noted, and platelets transfusion was done. Reportedly, kidney dysfunction was also noted after the surgery and required dialysis. No further information is available at this time.

Manufacturer narrative:
Updated section b4, g3, g6, h2, h6, h11. Manufacturer attempted to follow up and retrieve further information regarding this event, but no further information was provided despite manufacturer's multiple attempts of follow up. Since limited information is available, further investigation on the device could not be performed, and definitive root cause of the reported event cannot be established at this time. Thrombocytopenia (tcp) in cardiac surgery is a very well-known phenomenon. The etiology is multi-factorial due to multiple factors including hemodilution, blood loss with volume repletion with platelet-poor fluids, platelet activation, consumption and destruction due to contact with foreign surfaces. Tcp following aortic valve replacement (avr) is also a common phenomenon. Patient factors and prolonged extracorporeal circulation all being recognized predictors of tcp following cardiac surgery. Should further information be received in the future, a follow up report will be provided.